Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 9 apr 2024, it was reported that the infusion set was leaking. The infusion had been in use for 4 days. There was no stress or pull on the tubing. No further information available.